Event description:
Clinical trial. It was reported that 675 days following a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention. The patient was admitted two days prior to the index procedure after several intermittent episodes of chest discomfort associated with shortness of breath. The discharge summary notes the patient's "serial cardiac enzyme profile was negative for acute coronary syndrome." Target lesion one was a 3.0x15mm, de novo, 80% stenosed lesion of the proximal rca (right coronary artery) and was treated with direct placement of a 3.0x20mm taxus express2 drug eluting stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. The patient was admitted 674 days following the index procedure after experiencing increasing shortness of breath. The patient had been noncompliant with her heart failure medications. The patient's symptoms included shortness of breath with minimal activity, chest discomfort, and paroxysmal nocturnal dyspnea. ECG at admission showed normal sinus rhythm with a left bundle branch block. Per history and physical, 'cardiac enzyme profile was negative'. A stress test performed the day before admission showed an ejection fraction of 22%. There was reversible ischemia in the anterior apical wall. One day following admission, the proximal rca was treated with placement of another manufacturer's 2.0x18mm bare metal stent. The cath report does not note the status of the index stent; however, the site reported that this was not a restenosis of the stent on the case reported form. There were no reported complications and the patient was discharged one day following reintervention. The investigator assessed this event as unrelated to the device. The clinical events committee adjudicated this event as possibly related to the device in 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.